Manufacturer narrative:
(B)(4). Date sent: 6/28/2023. Additional information was requested, and the following was obtained: was the bleeding intraluminal or intraabdominal? Intraabdominal. What was done during the re-op? Irrigate and suction out blood. Was no active bleeding on re-op and source of bleed was not identified. What is the current patient status? No issues.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. B3: only event year known: 2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any staple formation issues? What color cartridge was being used throughout entire procedure? Any issues with hemostasis during initial procedure? Was the bleeding intraluminal or intraabdominal? What was done during the re-op? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-op to the gastric bypass procedure, patient appeared to be bleeding so surgeon re-operated. Upon operating, there was blood pooled in abdominal cavity near site of jejunojejunostomy but there was no active bleeding so it is inconclusive where bleeding came from. Surgeon finished case.